Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6), 315-35-00 - glnd kwire (B)(6), 315-35-00 - glnd kwire (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +(B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a male patient, who had a primary reverse tsa, underwent a revision surgery approximately 4 years 4 months post the initial procedure. The revision occurred due to instability. No further information known.